Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the aliquot probe and performed all necessary alignments. On a follow-up visit, the cse found that the sample probe was misaligned to the bottom of the cuvette. The cse realigned the sample probe and ran the quick check and align methods. The customer ran quality controls and performed precision testing, which were acceptable. The cause of the discordant, falsely low glucose and magnesium results on multiple patient samples was due to a misaligned sample probe with respect to the bottom of the cuvette. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on multiple patient samples on a dimension vista 500 instrument. Additionally, a discordant, falsely low glucose result was obtained on one of multiple patient samples. The discordant results were reported to the physician(s), who questioned them. Samples (B)(6) were repeated on an alternate dimension vista instrument for the magnesium method, resulting higher. New samples were obtained from all the patients, except for patients 4 and 5 and were tested on an alternate dimension vista instrument, resulting higher. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose and magnesium results.